Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that network was not working. A field service engineer (fse) moved the station to pharmacy and device synced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device went offline upon executing 174 upgrades from the provision portal and stuck on carefusion screen. The customer tried to reboot twice, but the problem was not resolved. However, there were no delays or adverse events or injuries reported based on this event.